Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 42ml/24 hrs, res vol 80, given 59.2. Air in tubing, no injury to patient. No further information available.